Event description:
An unknown needle mechanism failure was reported. The patient's blood glucose level was reported to be 500 mg/dl. The pod was worn between 4 and 24 hours, on the abdomen. When the pod was removed, the cannula appeared longer than usual. It was reported that medical assistance was not required. As treatment the patient used a manual injection insulin pen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as a valid product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone15.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.